Event description:
The pt had lasik surgery on both eyes. Both eyes resulted in corneal abrasions after the keratome pass. Separate keratome blades were used on each eye. A nidek rep stated that the lot #011006 blades were altered to cut thicker flaps. She stated that nidek did not flow the blades had been changed until after complaints from consumers. She said that she did not notify the surgical center when they found out because center wasn't on her calling list. Reporter has requested documentation from nidek since 01/2002 without results. The pt has undergone an add'l procedure to attempt to improve vision in right eye. The corneal flap was measured to be 239 microns in thickness.